Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was a severely calcified and severely tortuous left external iliac artery (eia). A 5.0mm x 20mm fg fg coyote nc (nc quantum apex) balloon was advanced for post dilatation. The balloon was inflated to 14atm for 20 seconds and ruptured on the first inflation. The device was successfully removed and the procedure was completed with a non-bsc device. No patient complications were noted and the patient status is good.